Event description:
The customer reported that this right ventricular lead exhibited low impedance measurements of 170 ohms as well as high thresholds. This behavior exhibited a lead safety switch to occur. New info became available that this lead also exhibited high out of range impedance measurements of greater than 2500 ohms. During explant of this lead, when removed from the device header, the lead pin appeared to be compressed and had a dent in it. The physician stated they expect the header setscrews to be pinching down on the lead pin causing the clinical observations. As of today, no adverse pt effects were reported. The lead was actively implanted for approximately 10 years.

Manufacturer narrative:
The lead was reported as being explanted but the location of the lead is unk. As a result, the allegations against this lead cannot be confirmed. The customer is attempting to get the lead back. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.